Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on their left side from the lifevest equipment. Patient described the area as leaking pus. There was no alleged device malfunction contributing to the irritation. The patient's dermatologist prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.